Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 350mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the mother to run a manual prime test and the insulin did exit. The caller stated that the cannula was not occluded. Advised the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.